Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During a routine inspection, the color bar was displayed on the endoscopic image. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the malfunction likely occurred because the parts on the board deteriorated over time due to repeated use. The board performs image transmission of the digital endoscope and the driving/image signal processing of the analog endoscope and it is likely that the image was not displayed because of the failure of the board. Within the repair department, the color bars on the display were confirmed.